Event description:
It was reported that during normal follow-up for an asymptomatic, non pacer-dependant patient, loss of capture and decreased sensing were observed. It was also reported that the svc vector had been previously disabled due to high, out of range high voltage lead impedance. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.